Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past couple years the patient (pt) has had two instances where the stimulator (ins) just goes off. Yesterday, caller checked the programmer and it was flashing "low". Today, she noticed pt tremoring more and is concerned the stimulator is not on. During call, recharger has full coupling and showed ins was on and about 1/3 charged. Patient services reviewed coupling boxes and for pt to continue recharging.